Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the pump was removed years ago due to an infection. Patient did not have a replacement pump implanted. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.